Event description:
It was reported by the aci clinical research associate that a female patient underwent a coronary intervention procedure on (B)(6) 2011. Access was obtained at the right common femoral artery via a 7f procedural sheath at the bifurcation. A pre-procedural femoral angiogram revealed the artery to be 7mm and there was no presence of calcium or peripheral vascular disease (pvd) in the vicinity of the access site. The patient was anticoagulated with angiomax peri-procedure and her bp was 127/61 mmhg. Following the procedure, the physician who is a trained user of the mynx, used the device to close the access site. There was no information provided regarding the steps taken in the deployment of the mynx but reportedly, the sealant was allowed to swell for one minute with 3 minutes of hold time. The device was removed and the physician held an additional 5 minutes of manual pressure. It was, however, reported that there was visible bleeding at the access site. The physician applied a femostop which stopped the bleeding. The patient was ambulated and discharged per hospital protocol with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.